Event description:
The customer was hospitalized for high bgs and dka. It was reported that the customer had fast food in the evening. Bg's up until that time were normal. However, after consumption customer began to vomit and continued through the right. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. The customer stated when the infusion set was removed the cannula was bent. Instructed the customer to change the infusion set and use manual injections.